Event description:
It has been reported to philips that there was no live image on the flexvision monitor in the exam room. The available information does not indicate whether the device was in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during a vascular procedure, the live image could not be displayed on the flexvision screen. The customer used another monitor in the room to display the live image, and the procedure was completed successfully. A philips service engineer inspected the system onsite. After replacing the dvi splitter and the single link dvi it was found that the fuse in the power distribution unit failed. The fuse was replaced and the system was returned to use in good working order. Likely the fuse caused the reported problem. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.